Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had screen damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good condition. The customer's reported problem was "double beep no cassette/screen damage". Visual inspection revealed pump to be in good condition and a scratched lens. Inspection of the pump's event log revealed no evidence of customer's reported problem. Powered on pump and attached cassette test pump, but could not duplicate customer's reported problem of "double beep no cassette". Sensor testing found the downstream sensor alarm values within manufacturing specification. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.